Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer entered an elevated blood (bg) glucose value (216 mg/dl) into the pump and the pump recommended a 16 unit bolus. Customer reported that this dosage was not the correct amount. During troubleshooting with tandem technical support, the customer re-entered bg value of 216 mg/dl into the pump and the pump indicated there was 1.6 units of insulin on board (iob) and did not offer a correction. Several attempts were made to recreate the customer's allegation; however, the allegation could not be re-created. Customer indicated that pump data would be uploaded for further review. Multiple follow up attempts were made by tandem technical support requesting that customer upload pump data for review but the customer did not respond.